Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the patient always carry extra supplies in case of an emergency.

Event description:
The customer reported that she experienced "higher than expected bg levels without indication of alarm" and therefore "doesn't think the pod is delivering insulin". Her bg levels remained considerably higher than her target range for the entire two days that this pod was worn (reported high bg's ranged from 272-450 mg/dl). As a result of the high bg's, she was admitted to the hospital, where she stayed for five days. The pod was discarded at the hospital and will therefore not be returned for evaluation.